Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed a hole in the balloon. The catheter shaft was noted to be kinked at several places along its length. The catheter distal tip was also noted to be slighly compressed. During functional analysis, the balloon failed to inflate due to the hole in the balloon. Additional information received indicated that the physician did not use the recommended 20 ml syringe to pull a vacuum on the balloon lumen to assure all the air was removed. The balloon was not filled with fluid to check for leakage during preparation, but rather only pulled a vacuum. Lastly, the physician did not use a 1ml syringe to fill the balloon, but rather used a larger 3ml syringe to inflate the balloon despite the warnings that excess inflation volume may cause the balloon to rupture. Per the device directions for use (dfu): fill 20 ml syringe with about 5 ml of balloon inflation media. Attach luer-activated valve to balloon hub. Attach 20 ml syringe to luer-activated valve. With 20 ml syringe pointing downward, repeat the following steps twice to remove air from the system: pull back on syringe plunger to aspirate balloon lumen. Maintain negative pressure until air bubbles stop forming in syringe. Release syringe plunger to allow media to be drawn into balloon lumen. Do not infuse media. Remove 20 ml syringe. Fill 1 ml syringe with maximum volume of recommended balloon inflation media. Attach 1 ml syringe to luer-activated valve and transfer recommended balloon inflation volume. Remove 1 ml syringe so that balloon inflation is maintained. Inspect balloon for leakage. Keep balloon inflated until air bubbles diffuse from balloon. Deflate balloon by aspirating with 20 ml syringe. After ensuring that balloon is fully deflated, wet distal shaft with saline and advance peel-away sheath over balloon. Do not exceed maximum recommended balloon inflation volume. Excess inflation volume may rupture balloon." The cause of the reported event is considered to be related to the dfu instruction not being followed.

Event description:
After the device was advanced and upon removing the dilator, a small kink was noted proximal to the rhv. The physician attempted to inflate the balloon with 100% contrast and initially saw some inflation, but did not see it anymore. He continued to inflate and then the balloon ruptured. The catheter was left in place to complete the procedure. There were no clinical consequences to the patient.

Event description:
After the device was advanced and upon removing the dilator, a small kink was noted proximal to the rhv. The physician attempted to inflate the balloon with 100% contrast and initially saw some inflation, but did not see it anymore. He continued to inflate and then the balloon ruptured. The catheter was left in place to complete the procedure. There were no clinical consequences to the patient.